Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2xvyc; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that over the past couple of weeks they stopped feeling the therapy and now they are having a lot of pain in the sacral area. The caller noted that they were implanted for retention and neurogenic bladder and it is taking them longer to initiate voiding. They called the healthcare provider (hcp) and were told to call patient services (ps). The are seeing the hcp next week. The caller tried turning the therapy off to see if that made a difference, but it did not. They tried turning it up to 3.5 and did not feel anything. Explained to caller that stimulation does not need to be felt to be working; therapy should be gauged by symptom relief. The caller noted that with their first device, they stopped feeling it about 1-2 weeks after implant, and the hcp changed their program to resolve that. Helped caller connect to implant and showed them where to change programs.  On 10-08-2024, additional information was received and it was reported that the course of not feeling stimulation was due to urinary retention. It was also confirmed on x-ray that the lead migrated. Patient will have the device removed on (B)(6) 2024.

Event description:
(B)(6) 2024 (B)(4) : information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that over the past couple of weeks they stopped feeling the therapy and now they are having a lot of pain in the sacral area. The caller noted that they were implanted for retention and neurogenic bladder and it is taking them longer to initiate voiding. They called the healthcare provider (hcp) and were told to call patient services (ps). The are seeing the hcp next week. The caller tried turning the therapy off to see if that made a difference, but it did not. They tried turning it up to 3.5 and did not feel anything. Explained to caller that stimulation does not need to be felt to be working; therapy should be gauged by symptom relief. The caller noted that with their first device, they stopped feeling it about 1-2 weeks after implant, and the hcp changed their program to resolve that. Helped caller connect to implant and showed them where to change programs.  On (B)(6) 2024, addtional information was received and it was reported that the course of not feeling stimulation was due to urinary retention. It was also confirmed on x-ray that the lead migrated. Patient will have the device removed on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# va2xvyc serial# implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had experienced retention prior to the device and that catheterization had been a standard of care for them. The steps taken to resolve the patients issue involved removing the device on (B)(6) 2024 due to a lead migration. This issue had not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xvyc implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.